Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was assisted with resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while monitoring for any future issues.